Event description:
It was reported that the patient presented in the operating room for lead revision due to high impedance. Impedance had been stable until it spiked on (B)(6) 2011. Externalized conductors were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.